Manufacturer narrative:
No sticking buttons or number anomaly was noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had a cracked display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that a button on the customer's insulin pump was sticking. Her blood glucose level was not 100 mg/dl. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
No sticking buttons or number anomaly was noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had a cracked display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.